Manufacturer narrative:
Pc(B)(4). Date sent to FDA: 09/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qjbdsk, xcw280812 and no non-conformances were identified. Related events captured via 2210968-2021-07906 and 2210968-2021-07907.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure name? R/. Neurorrhaphy. Was the needle piece removed from the patient during the same procedure? R. /yes. What tissue/location was suturing when pull off occurred? R./ neural tissue. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? R./ no. How was case completed? R./ product is changed for a new one of different batch. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? R./ no. Event related to mw # 2210968-2021-07907.

Event description:
It was reported that a patient underwent an neurorrhaphy procedure on (B)(6) 2021 and suture was used. When using the suture, the needle is released from the strand. No adverse patient consequences were reported. Additional information was requested.